Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited noise over-sensing. No intervention was performed. The patient was eventually discharged home in stable condition.